Event description:
Patient received an implant on (B)(6) 2011 of a bifurcated device, an aortic extension, limb extension of the contralateral side, and a 20mm limb extension model on the ipsilateral side. A computed tomography scan revealed a distal type I endoleak on the ipsilateral side. On (B)(6) 2011, the patient was treated with two 20mm limb extensions which corrected the distal type I endoleak.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. It is unknown if the patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.